Event description:
It was reported that during the procedure three closure tops stripped during final torquing. While the surgeon removed one of closure top and while placing an alternate top the head of the screw fell apart. He removed the closure tops, broken screw and an adjacent screw and closure top. There was a greater than 30 minute delay but no reported patient harm. This is report four of four for this event.

Manufacturer narrative:
The returned closure top was evaluated. Visual inspection identified that the closure top had thread damage. The alleged malfunction is confirmed. A review of the manufacturing records did not identify any issues related to this failure which would have contributed with this event. As this failure is regularly occurring with known causes and impacts, a summary investigation was completed. The cross threading can often occur due to misalignment of the screw head on the extender sleeve.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow-up report will be sent upon completion of the device evaluation. Reference reports: 3012447612-2020-00046, 3012447612-2020-00047, 3012447612-2020-00264.

Event description:
It was reported that during the procedure three closure tops stripped during final torquing. While the surgeon removed one of closure top and while placing an alternate top the head of the screw fell apart. He removed the closure tops, broken screw and an adjacent screw and closure top. There was a greater than 30 minute delay but no reported patient harm. This is report four of four for this event.